Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The battery of this device went from 2.5 years remaining last november and one-year last may to less than three months in a span of three months. A request was made to have data from this device analyzed. Data analysis confirmed fault was set and the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. To date, this device remains in service. No adverse patient effects reported. Additional information was obtained indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The battery of this device went from 2.5 years remaining last november and one-year last may to less than three months in a span of three months. A request was made to have data from this device analyzed. Data analysis confirmed fault was set and the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. To date, this device remains in service. No adverse patient effects reported. Additional information was obtained indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The battery of this device went from 2.5 years remaining last november and one year last may to less than three months in a span of three months. A request was made to have data from this device analyzed. Data analysis confirmed fault was set and the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.